Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the unites states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2026. The infusion set was in use for two days. The blood glucose level was high and the patient was treated with correction bolus and multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.